Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed compromised force sensor system multiple times. Blood glucose value is unknown. The device would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test also, was unable to prime during prime test due to loose protruded drive support disk. Unable to perform occlusion test, excessive no delivery test due to prime anomaly. However, the insulin pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, displacement test and rewind. No compromised force sensor system alarm noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.